Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported an alarm for the level sensor. As a result an alternative device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.